Event description:
Customer called in to report they have a failed lodi ø2.4 x 12 mm 2.5 mm cuff failure due to loss of integration and bone loss tooth #22. The patient walked in with the implant in hand. Customer reports that the patient will return for possible replacement and bone graft. No additional appointments details reported.

Event description:
Customer called in to report they have a failed lodi ø2.4 x 12 mm 2.5 mm cuff failure due to loss of integration and bone loss tooth #22. The patient walked in with the implant in hand. Customer reports that the patient will return for possible replacement and bone graft. No additional appointments details reported.